Event description:
The customer called and reported her insulin pump was alarming no delivery. Her blood glucose was 101 mg/dl. Troubleshooting was performed. Changing the reservoir resolved the issue, indicating a possible reservoir occlusion. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.